Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection message occurred during the load sequence. Reportedly, the load process was completed successfully and insulin delivery was resumed. There was no reported impact to the customer¿s blood glucose. It was also reported that the battery was depleting quickly; however the customer declined troubleshooting. Additionally, the customer reported that the pump touch screen was unresponsive but declined troubleshooting.